Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from july 31, 2018 - august 1, 2018. H10: the device was received for evaluation. A functional leak test was performed, and it was noted that there was evidence of a leak/backflow coming out at the fillport. A subsequent examination revealed the cause of backflow at the fillport was due to a black particle measured to be 1.00 square mm in size, lodged under the device checkband. The black particle was isolated and an ftir spectroscopy test was performed, and it was identified to be a mixture of rubber silicate, silicone and polyisoprene material. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.